Event description:
Event as described by complainee - "clinician reported product battery drained from 98% to dead during emergent intubation. Another means was used to properly intubate the patient".